Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited an unspecified oversensing. The rv lead was explanted and replaced on (B)(6) 2025. The patient was stable.